Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified a longitudinal tear in the balloon material 2mm proximal of the proximal markerband and extended to the distal markerband for a total length of 4.2cm. There were no issues with the markerbands and shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left cubital region. A 5.0 x 40, 40cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during first inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left cubital region. A 5.0 x 40, 40cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during first inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.